Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant & bundle mount with signs of use. The mount was unable to be removed from the implant during a physical / functional test. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event/coob could not be verified since the condition of the product/packaging when received by the customer was unknown / non-verifiable.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Stuck mount was reported. The doctor placed the tsv implant, but the mount was stiff and wouldn't come off. He had it replaced with another implant of the same product. A little delay in the procedure. Tooth site # 12.